Manufacturer narrative:
Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "cracks on rear case & gripper stuck." Reported problem cause description: "fluid deposit on grippers." Hence, the work performed in the device includes: "need to replace rear case & gripper stuck due to sticky medications. Grippers cleaned." There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had cracks on rear case and gripper stuck was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "cracks on rear case & gripper stuck." Reported problem cause description: "fluid deposit on grippers." Hence, the work performed in the device includes: "need to replace rear case & gripper stuck due to sticky medications. Grippers cleaned." There was no patient involvement.

Event description:
It was reported that the following issue was observed on the device: "cracks on rear case & gripper stuck." Reported problem cause description: "fluid deposit on grippers." Hence, the work performed in the device includes: "need to replace rear case & gripper stuck due to sticky medications. Grippers cleaned." There was no patient involvement.

Manufacturer narrative:
Correction: annex g: g07001 additional information: annex g: g04037.